Event description:
P027 (rash or skin irritation or bruising) a us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as a bruise. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to watch bruise. Follow up indicated that the bruise improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.